Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The daughter of a patient called and stated the issue was continually. Since the previous a urinary tract infection was diagnosed and treated, but the symptoms still persist. The patient met with the manufacturer representative (rep) in (B)(6) 2016 and 4 new programs were added as there was no success with the last 4 programs. Five days after the new programs were added the patient had blood in her urine again, constipation, and urgency. It was noted the patient gets up to urinate day and night every 45 minutes to an hour. The daughter added she had changed the program in (B)(6) and again in (B)(6) and no changes in symptoms were noted. On (B)(6) the patient had blood in her urine again, it was so painful the patient almost fainted. The caller stated a urine sample was dropped off at the healthcare professional¿s office, but the results are not known yet. The patient is also taking fiber and a medication to help with urination; the caller noted it is not helping. The caller who unaware if any kidney function has been checked. The caller stated she may bring the patient back to the gastroenterologist since the urologist cannot find anything. The caller did not think the blood was from the device, but she wanted to make sure that changing the programs was not what was causing the issue.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from a patient reported she was not pleased with the placement of the neuromodulator to help with her problem a very active bladder. The patient stated she is sad to say but it has not worked out for her. The patient noted three months have passed and she has not had good results with the procedure. The patent added she gets up 7 up 12 times during the night to empty her bladder. The patient reported she has not been happy at all with this decision to try it out. The patient added during the day they still need to go very often. The patient noted the program has been changed 4 times and the result has not changed.

Event description:
The family member reported that patient had blood in her urine and was also experiencing painful urination. The family member reported she changed patient's programs and it has been a week since changing the program and was wondering if that could be the problem. The family member reported would like to know what to do. The family member mentioned they have been working with rep and rep showed family member how to change programs and stated in two weeks to try a different program. The family member reported it has been a month and they would like to talk to the rep again. The patient has an appointment on the day of this call, but will not be seeing the hcp; the family member reported patient was merely going in for a urine sample. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Additional information received from the patient reported that the circumstances that lead to the painful urination and blood in the urine were a urinary tract infection. The steps taken to resolve the reported issue were they received a prescription from the physician. It was indicated that the blood in the urine was resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.